Manufacturer narrative:
Investigation summary : bd received photos for investigation, and evaluation of the two photos indicated an incorrect cap color. A total of 100 retained samples were visually inspected, and no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the cap color of one (1) tube was found to have incorrect color. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before the use of bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the cap color of one (1) tube was found to have incorrect color. No adverse impact was reported for either the patient or the user.